Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device did not identify any damages or defects. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device was able to reach and maintain optimal revolutions per minute (rpm) with no resistance or issues. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the events of stuck in lesion, dissection and additional intervention/prolonged procedure [additional device required] were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. A risk review was completed and confirmed that the events of stuck in lesion, dissection and additional intervention/prolonged procedure [additional device required] were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The IFU lists vessel trauma [dissection] as a potential adverse event. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported burr becoming stuck within the lesion and cascade of events were attributable to procedural factors.

Event description:
It was reported that a dissection occurred and procedure was cancelled. The target lesion was located in the calcified anterior descending artery. A 1.25mm rotapro was selected for use. During the procedure, it was noted that a dissection occurred at the rotational atherectomy site. The procedure was not completed due to this event. There were no further patient complications, and the patient was stable post procedure. It was further reported that the 85% stenosed target lesion was located in the moderately tortuous and severely calcified artery. It was noted that the device became stuck during rotation and was removed with a guidezilla. The dissection was classified as type a and per the physician was caused by a tear upon dilation after rotational ablation. The dissection was treated via stent placement. The procedure was completed.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a dissection occurred requiring additional intervention. The target lesion was located in the calcified anterior descending artery. A 1.25mm rotapro was selected for use. During the procedure, it was noted that a dissection occurred at the rotational atherectomy site. The procedure was not completed due to this event. There were no further patient complications, and the patient was stable post procedure. It was further reported that the 85% stenosed target lesion was located in the moderately tortuous and severely calcified artery. It was noted that the device became stuck during rotation and was removed with a guidezilla. The dissection was classified as type a and per the physician was caused by a tear upon dilation after rotational ablation. Although rotational atherectomy was not able to be completed due to the device issue, a stent was placed to treat the dissection and complete the procedure.

Manufacturer narrative:
E1 - (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred and procedure was cancelled. The target lesion was located in the calcified anterior descending artery. A 1.25mm rotapro was selected for use. During the procedure, it was noted that a dissection occurred at the rotational atherectomy site. The procedure was not completed due to this event. There were no further patient complications, and the patient was stable post procedure.